Event description:
Attorney alleges plaintiff suffers from breast pain, hardness, breast lumps, loss of sensation in breast and nipple, burning sensation, nipple discharge, pain in arm and neck and anxiety.